Manufacturer narrative:
Concomitant medical products: item: avenir mueller, stem, lateral, uncemented, ha, 6, taper 12/14 catalog #: 0106010106 lot #: 2867676. Item: shell with cluster holes porous 56 mm catalog #: 00875705601 lot #: 63679423. Item: liner elevated rim 36 mm i.d. Size kk for use with 56 mm catalog #: 00875201236 lot #: 63789919. Item: femoral head sterile product do not resterilize catalog #: 00801803605 lot #: 63541344. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. An e-mail requesting the following additional information was sent on april 19, 2018 to the appropriate representatives. Surgical report. All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Was the surgical technique for the product utilized? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted on the right side and post operative notes showed dislocation. Thus the patient underwent revision of biolox head on the same day.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it was reported that a patient experienced a dislocation of his hip on the same day as the performed implantation and underwent a revision surgery on the same day. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis; according to the information received the device was discarded at the hospital by the theatre staff. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw : failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate taper connection design leads to dissociation of the ceramic head (taper connection not able to resist the impaction force) not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Postoperative tissue reaction, dislocation, aseptic loosening of stem, increased wear, osteolysis due to increased friction for ceramic-on-poly or ceramic-on-ceramic bearing leading to loosening of components or increased wear possible, no device was received for investigation, the condition of the device is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) possible, no x-ray and no surgical report was reviewed for assessment. Therefore, this cause cannot be excluded. Dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible combination is allowed/approved. Failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) possible, no surgical report of implantation was received for assessment, it cannot be verified if the taper was cleaned and dried intraoperatively; it also cannot be evaluated if the stem taper was intact, since the device is not at hand for investigation. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) possible, no surgical report of implantation was received for assessment, it cannot be verified if appropriated assembling of head with stem was performed intraoperatively. Therefore, this cause cannot be excluded. Dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to s oft tissue laxity possible, no medical reports, neither surgical report were received for review. Therefore the condition of patient's soft tissues is unknown. Therefore, this cause cannot be excluded. Failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation due to explanted ceramic head is reused with the same or new femoral stem not possible it is very unlikely that a reused device was used. No information which could point on that was received. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible combination is allowed/approved. Dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant possible, no device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. Failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head d ue to laser marking not readable in normal lighting conditions leads to use of wrong head possible, no device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. Implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. Possible, no medical reports, neither rehabilitation report was received for review. Therefore, this point cannot be excluded. Conclusion: it was reported that a patient experienced a dislocation the same day as the implantation surgery was performed. And underwent subsequently a revision surgery. Neither x-rays, operative notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the component such as bone quality and relevant medical history are unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).